Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. The root cause was not determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA. This report is of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd892976, gd892828 and gd892638 and no exceptions were observed that were related to the reported condition. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.